Event description:
The fe (field engineer), in the course of changing the coldhead, allegedly sustained an injury to the finger requiring medical attention. The fe apparently failed to follow documented procedures detailing the safe movement of a coldhead in a magnetic environment.